Event description:
Healthcare professional reported "left implant rupture" confirmed via MRI and ultrasound. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, e1, g2, h3, h6.

Event description:
Healthcare professional reported left side "implant rupture" confirmed via MRI and ultrasound. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6. Laboratory analysis summary the device related to the reported events of rupture was received on june 05, 2025, with lot number 3299344. Based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "left implant rupture" confirmed via MRI and ultrasound. The device has been explanted and replaced.